Manufacturer narrative:
On november 3, 2020, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the product received did not match the initially reported suspect medical device info. On november 13, 2020, mentor received additional information indicating that the received device was the correct suspect medical device: a 425cc mentor siltex contour profile moderate saline (catalog: 3542914 lot: 5711283). On november 18, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, it was revealed a tear within the siltex cracking measuring approximately 1.1 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a female patient, who underwent breast augmentation revision with a 575cc mentor smooth round moderate profile saline breast prosthesis on the left side, suffered left breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 575cc mentor smooth round moderate profile saline catalog: 3501690 lot: 7483718 sn: (B)(4) and (right) 575cc mentor smooth round moderate profile saline catalog: 3501690 lot: 7672966 sn: (B)(4).